Event description:
The drill bit broke into patient while drilling. Surgeon had drilled through both cortices of the fractured bone and upon retrieving the drill out of its drilled hole it broke. The broken drill bit fragment was able to be retrieved from the patient, this event did not compromise the outcome. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.